Manufacturer narrative:
Device evaluated by MFR.: the delivery wire, coil and introducer sheath were returned. The twist lock of the introducer sheath had been opened and residues of blood were noted within the introducer sheath. The introducer sheath was inspected and no anomalies were noted. The coil and delivery wire arms were not interlocked due to the interlocking arm of the coil was detached and was not returned. The coil was observed to be kinked in some points and was stretched near the interlocking arm. Microscopic inspection of the delivery wire noted the zap tip had a smooth surface with no issues in the interlocking arm. The zap tip of the main coil also had a smooth surface. Dimensional inspection of the delivery wire and main coil were observed to be within specification.

Event description:
Reportable based on device analysis completed on 13-jun-2019. It was reported that a deployment issue occurred. A 15mm x 40cm 2d .035 interlock coil was used in the treatment of an abdominal aortic aneurysm. During procedure, it was noted that the coil could not fully deploy after it was released in half. The coil was removed within the catheter and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable. However, device analysis noted a detached interlocking arm of the main coil.